Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, there was an issue with loading or firing of the clips. The surgeon couldn¿t fire the device and unable to reload clip to the jaw. A new device was used to complete the case. There was no patient injury.